Manufacturer narrative:
Results evaluation codes (other): smiths medical international's investigation stated that the report of cuff leakage was confirmed. Examination of the returned sample revealed that air was found to leak from a cut in the wall of the pilot balloon of 0.38mm. A review of our complaints history confirmed this to be the first complaint for the possible lot given. Though, there have been other reports for air leakage on this product code in the past five years, these are historical, and does not indicate a systematic failure during MFR, especially when compared with sales of products annually. A further review of manufacturing records confirmed the presence of 12 hr inflation check carried out on 100% of this line. Root cause: examination of the pilot balloon revealed a cut in the wall of 0.38mm. The cut has resulted from the pilot balloon being pinched or clamped against the body of the one way valve. In light of above inflation check we can only surmise that this incident was caused either as a result of poor storage of the product following removal from the protective shelf carton, or following the use of the clamping forcepts during insertion. No corrective action was taken as a result of this incident but all details have been entered into the complaints history database for future trending.